Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height enhanced main drawer 3.1 bearing cage had damaged. A field service engineer replaced the drawer and configured the main drawer 3.1 and 3.2 to resolve the issue and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to open the drawer 3 cubies. All bearings had completely come out, causing the cubie to become jammed and not open properly. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the problem continued due to physical damage. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station and main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.